Manufacturer narrative:
A service record was not completed for the units received. It is not possible to verify an assignable cause for the unit failures because there was no record of evaluation. The DHR for lot 01813-02 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4). No significant trend observed.

Event description:
One handpiece failed priming, the other would not cut.